Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent was found. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported about five weeks after implant that the patient's right atrial (ra) lead dislodged causing the patient to lose av synchrony. In an attempt to reposition the ra lead, the helix was stretched and the ra lead could not be used. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.